Manufacturer narrative:
Additional information: section d9: device available for evaluation: no, however, photo was available. Section d9: returned to manufacturer: product was not received, however, photo was received. Section h3: device evaluated by manufacturer: no, however, photo was evaluated. Device evaluation: a customer photo was evaluated. The photo displays the suspect lens inside the patient's eye, and a triangle-shaped damage can be observed on the bottom edge of the lens (circled in blue). Due to no product received, no further evaluation could be performed. Based on previous clinical advice, due to the location and characteristics of the damage, it is not expected to impact the optical function of the lens; however, the definitive impact and incident root cause cannot be determined from a photo assessment. Conclusion: "lens damaged" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: upon further review, it was identified that in initial report dcb00v intraocular lens (iol) model was submitted inadvertently. The correct model is dcb00. Additional information: additional information was received from the facility and it was learnt that patient seemed to be fine. The scratch on the lens didn't affect patient's vision. No medical intervention was required. No other information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section d4: additional device information: catalog number: unknown/ not provided. Section d4: additional device information: serial number: unknown/ not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was explanted. Section e1: reporter: middle name: unknown/ not provided. Section e1: reporter: address: address - line 2: unknown/ not provided. Section e1: reporter: telephone number: (B)(6) section h3 - the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the monofocal preloaded intraocular lens (iol) was scratched at the time of insertion. Lens was fully inserted in patient's eye. There was no incision enlargement. No sutures were required. No vitrectomy was required. No further information was provided.